Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, upon first inflation at 8 atmospheres for 10 seconds the balloon ruptured horizontally at the center. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.